Event description:
Caller reported that intermittently the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the same cartridge to resolve the issue.